Event description:
The customer reported the au480 analyzer had intermittent erroneous high ion selective electrode (ise) results. The customer provided one example of erroneous ise assay which included sodium (na), potassium (k), and chloride (cl) results. The review of results indicated only na and cl results were erroneous, k result was within the precision claim of the assay. There was no report of injury and/or change to patient treatment. The customer did not provide patient demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the failure was caused by micro-bubbles in buffer and ise tubing. The micro-bubbles were caused by defective buffer valve and reference valve. The fse replaced the valves to resolve the issue. All verification checks were within specification and system was released for use to the customer. Information not provided by the customer. The beckman coulter internal identifier is: (B)(4).